Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pip feature on the monitor was disabled which restored functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the top right quarter of the viewing station of the imaging system monitor was covered by a black box. There was no patient present when this issue was identified.